Manufacturer narrative:
H4 - the subject device was manufactured in october 2021 based on the lot number that was listed on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the tip attachment problem could not be identified. However, it¿s likely the cause is related to the endoscope gif-hq190 not being compatible with the subject product d-206-04. The event can be detected/prevented by following the instructions for use which state: the instruction manual of gif-hq190 (drawing no. Gk3980, revision no.18) ·use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Evis exera iii gastrointestinal videoscope, gif-hq190, serial number, unknown. The subject device referenced in this report was not returned for evaluation. The facility discarded the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a therapeutic emergency procedure for the removal of a food bolus, the disposable distal attachment became dislodged from the evis exera iii gastrointestinal videoscope. The distal attachment device separated while the gastroenterologist was inserting the gastroscope into the patient's esophagus to remove the food bolus. The attachment became stuck in the patient's mouth. During the procedure, the first distal attachment and then three (3) additional attachments were used and applied by the endoscopy nurse, and all split along the same joint line. A total of four (4) devices failed during the same procedure. The three (3) additional attachment attempts occurred prior to being used on the patient. Only one (1) attachment became stuck in the patient's mouth. The procedure was prolonged due to the multiple attempts because the surgeon was unable to use the distal attachments. The procedure was completed successfully with other devices (grasping forceps, retrieval basket, and pronged grasper), with no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6), (d-206-04/sn (B)(4).